Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower glucose sensor scan results compared to unspecified glucose readings obtained on a competitor brand device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced confusion, trembling, nausea, vomiting, fever/lack of hunger and was feeling weak. The customer was unable to self-treat and was taken to the hospital. At the hospital, a healthcare professional measured the customer's blood sugar and obtained a reading of approximately 1,000 mg/dl and gave the customer an unspecified infusion for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); observed poor soldering, which did not impacted the sensors functionality. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower glucose sensor scan results compared to unspecified glucose readings obtained on a competitor brand device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced confusion, trembling, nausea, vomiting, fever/lack of hunger and was feeling weak. The customer was unable to self-treat and was taken to the hospital. At the hospital, a healthcare professional measured the customer's blood sugar and obtained a reading of approximately 1,000 mg/dl and gave the customer an unspecified infusion for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre product continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre product was reviewed and showed no anomalies or non-conformances that could have led to the complaint. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend and corrective actions were taken. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower glucose sensor scan results compared to unspecified glucose readings obtained on a competitor brand device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced confusion, trembling, nausea, vomiting, fever/lack of hunger and was feeling weak. The customer was unable to self-treat and was taken to the hospital. At the hospital, a healthcare professional measured the customer's blood sugar and obtained a reading of approximately 1,000 mg/dl and gave the customer an unspecified infusion for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.